Manufacturer narrative:
Per tandem¿s t:slim user guide: humalog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line was discolored. The customer's blood glucose (bg) level was 240 mg/dl. Reportedly, the customer's bg level was decreasing and was at 204 mg/dl at the time of the report. The customer stated that they would exercise. Also, the customer suspected that the site absorption could have contributed to the bg level. Reportedly, the customer used humalog insulin in the cartridge for 72 hours.